Manufacturer narrative:
(B)(4). D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the procedure? Were there any issues notes with the device intraoperatively? What stapler was used with the reloads? What was the tissue thickness? Was the entire stapler line oozing or a particular spot on the staple line? Did the patient receive any preoperative chemotherapy or radiation? Did the patient have any comorbidities? Did the patient have any coagulation issues or history? Was a transfusion required? How was the bleeding addressed? How was the patient treated post op to address the blood loss? Was any additional interventions needed to control the bleeding? Was the bleeding oozing or pulsatile bleeding? What was the pre and postoperative anti-coagulant and pain management protocol? Any clips, clamps, or graspers near the area where the device was being fired? Are any photos or video available from the alleged event? Please provide a timeline of events. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy surgeon used cartridges from 2 boxes and had big problem after firing. All 5 staplers caused bleeding staplers lines. Surgeon used clips and sutures to stop this bleeding. Morning after, patient had 1 liter blood on drain. Patient condition is stable. The procedure was delayed by 10 minutes and completed successfully. Fragments were generated and removed without additional intervention.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. Additional information was requested and the following was obtained: what were the indications for the procedure? Due to surgeon. Were there any issues notes with the device intraoperatively? No. What stapler was used with the reloads? Ec60a. What was the tissue thickness? Regular. Was the entire stapler line oozing or a particular spot on the staple line? Yes. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Did the patient have any comorbidities? Unknown. Did the patient have any coagulation issues or history? Unknown. Was a transfusion required? Unknown. How was the bleeding addressed? Thru stapler line how was the patient treated post op to address the blood loss? Unknown was any additional interventions needed to control the bleeding? Yes, sutures was the bleeding oozing or pulsatile bleeding? Oozing what was the pre and postoperative anti-coagulant and pain management protocol? Unknown any clips, clamps, or graspers near the area where the device was being fired? Sutures are any photos or video available from the alleged event? No please provide a timeline of events. One day before reported event.